Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-8991 knotless fibertak dx shuttle suture was too short and could not shuttle the repair suture. This was discovered during a modified brostrom repair with internalbrace procedure on (B)(6) 2023. The case was completed using another ar-8991 knotless fibertak dx from the same lot number and a mini pushlock.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.